Event description:
Additional review indicated the out of range impedances included both open and short circuits.

Event description:
It was reported the patient had impedances out of range after a new ins was placed using an adaptor. The patient's physician was unable to program around the issue and the patient needed a revision.

Manufacturer narrative:
Concomitant product: product ID neu_adaptor_acc, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).